Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024. It was reported that the patient faced infusion set occlusion at site. No further information available.